Event description:
The customer alleged that he performed test and received a result of 366 mg/dl. A normal control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. The customer did not have his testing supplies with him at the time of the call, so troubleshooting was not possible. The customer's test strips and meter are to be returned for eval. Replacement products were sent to the customer.